Manufacturer narrative:
The log was investigated by engineering for any root cause related to the media_io product and it was determined that the root cause is not related to the functionality of the software.

Manufacturer narrative:
Medtronic representative reported the site has reported no further issues. Patient logs have been requested. Software investigation has not been completed as yet.

Event description:
A hospital staff member called in and reported that while in an ent procedure, the software was unresponsive prior to patient registration. The patient was present. The site representative attempted trouble-shooting and did a hard shut-down and successfully re-booted of the system. The system software was functional, they registered the patient and completed the procedure with the use of the fusion navigation system. There was no impact on patient outcome.